Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: manufacturer narrative annex b: b17, b14 annex c: c20 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that when the dialudid pca was the pump stated that syringe should have 18.3ml remaining however the syringe was found to be full at 50ml. There was patient involvement however no harm. Customer states that additional information is not known.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that when the dilaudid pca was the pump stated that syringe should have 18.3ml remaining however the syringe was found to be full at 50ml. There was patient involvement however no harm. Customer states that additional information is not known.